Manufacturer narrative:
Eval is in progress, but not yet concluded. The field svc rep (fsr) performed corrective maintenance/inspection of the perfusion system. During this inspection, the fsr found a blown fuse (f2) on the distribution board. The fsr replaced the batteries and the fuse. Corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported that battery backup does ot work. There was a red indicator light blinking on battery module. There was a soft beep sound about every few mins. The beep and flashing light were noticed before the case. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.